Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The field service engineer tightened loose screws to resolve this issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow-up report upon its completion.

Manufacturer narrative:
A thorough investigation was performed and it was determined that the root cause was related to mechanical issue due to a screw becoming untightened. Enhancements to the design are currently under consideration.